Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (in confidence) unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that the implant was removed due to screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 11.5mm, bost411 was returned for investigation. Visual inspection identified significant bone tissue attached to the threads. No screw was identified within the drive feature of the implant. Device history record (DHR) review could not be completed for the unknown screw since the item/lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown screw since the item/lot number was not provided. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.